Event description:
It was reported that the shaft got separated. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that the shaft got separated about 20 cm from the hub when the blue protective sheath was removed. The procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
(Initial reporter city: (B)(6).